Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was part of a system that was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was part of a system that was explanted due to an infection the device pocket was revised and dehiscence was found, the patient went for a second opinion and the device was finally removed. An infection is a life-threatening situation and this is considered a serious injury as the patient underwent surgical intervention to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was part of a system that was explanted due to an staph infection and sepsis the patient also exhibited an apparent erosion in the wound area . No additional adverse patient effects were reported.